Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the device location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Unique identifier (UDI) #: (B)(4). Concomitant medical products: 113652, humeral stem, lot 527180; 113044, humeral head, lot 254680. Multiple MDR reports were filed for this event, please see associated reports: 0001825034 - 2019 - 01503; 0001825034 - 2019 - 01505.

Event description:
It was reported that approximately 5 months post implantation, the patient was revised due to ongoing l shoulder pain. Attempts have been made and no further information has been provided.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
The complaint was confirmed with medical records received. Initial left shoulder surgery due to glenohumeral arthritis. No complications/significant findings noted. Follow up visit noted pain, weakness, limited rom, and "popping and clicking." X-ray review noted "hemi-arthroplasty that appears proud with overstuffing." Post-revision noted periprosthetic fracture sustained after a fall. No post-revision zb complications noted during follow up visits. DHR was reviewed and no discrepancies relevant to the reported event were found. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.